Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handpiece did not cauterize. They troubleshoot by unplugging and plugging and turning the unit on and off. There was no patient injury.